Event description:
It was reported by the rep that the one er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon fired two clips across the cystic artery successfully. He then fired a third clip across the cystic artery but noticed that the clip legs had crossed. He then attempted to fire a clip across the cystic duct and noticed that the clips were beginning to cross again and then fell out of the jaws of the applier. At this point, the surgeon removed the surgical field and opened another er320 to finish the case without incidence. There was no pt consequence.